Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury or mitral regurgitation. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on available information, the reported tissue injury appears to be related to challenging patient anatomy (no stable tissue, thin leaflets). The reported mitral regurgitation is a cascading event of the tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 24 february 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade <1 post procedure. On (B)(6) 2026, follow up echocardiography revealed perforation of leaflets. Recurrent mr of grade 2 was reported. There was no clinically significant delay reported.